Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy irritation underneath the therapy electrodes and under the garment stitching. The patient's physician prescribed benadryl. The outcome of the irritation is not known.